Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now. The customer¿s blood glucose level was unknown at the time of the incident. Customer states he changes the battery and has not fixed the problem. Customer states the battery cap is not damage. The customer states this alarm happened again. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump trace download analysis confirmed the insulin pump alarmed power loss alarm and replace battery alert. The power management tool confirmed power loss alarm and replace battery alert due to non-sleep anomaly software error. Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. Unit was received with normal operating currents and no unexpected low battery alarm noted. Unit was received with cracked case along the side of the battery tube, cracked reservoir tube lip, partially detached reservoir tube retainer, scratched case, minor scratched lcd window, cracked select button keypad overlay and damaged keypad overlay texture.